Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 573 mg/dl while wearing the pod for an unspecified period. The patient alleged that the pod was not properly delivering insulin. It was reported that the patient¿s blood glucose levels had been ¿inconsistently high¿ while using the omnipod 5 system. The patient observed insulin leaking externally and saturating their clothing. In addition, it was alleged that the controller was alternating between manual and automated mode and attributed to the incident. The patient also has a pre-existing eye condition that was worsened by pod usage and the patient was unable to see out of their left eye at the time of call.